Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the depth gauge for small screws (p/n: 319.090, lot number: 8077112) was received at us cq. Visual inspection of the complaint device showed the needle component is bent. Service and repair evaluation: the customer reported the depth gauge was bent. The repair technician reported the tip is bent and worn. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The device failure/defect is identified. Document/specification review: no design issues or discrepancies were identified. The complaint is confirmed. Investigation conclusion: this complaint is confirmed as the needle component is bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 319.090, lot: 8077112, manufacturing site: bettlach, release to warehouse date: sep.27, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the depth gauge was bent. There was no known patient or hospital involvement. This is report 1 of 1 for (B)(4).